Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer replaced the sample loop as a precaution due to quality controls being a little lower than the peer data. The fse calibrated and ran precision to verify that the g8 was working within specifications. The customer did not report the patient result with abnormal chromatograms as this did not correlate with the previous results on this patient. The customer agreed that the issue was sample-related as the next patient sample ran did not have any issues. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(6), from 03-sep-2016 through 03-oct-2017. There were two similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, section 6.4 abnormal chromatograms, states: although the percentage of each hemoglobin component may vary slightly from patient to patient, most whole blood samples will contain six fractions: a1a, a1b, f, la1c+, sa1c, and a0. A normal chromatogram is shown below in figure 6-2. Chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. The most probable cause was sample-specific; there were no issues found with the g8 instrument.

Event description:
N/a.

Event description:
The coefficient of variation (cv%) were 2.8 - 2.9%, which were outside the acceptable range of <2. All results displayed the same split sa1c peak. The customer agreed to send out the sample to a reference lab for verification. The customer reported that the result of 7.3% does correlate with the previous results on this patient.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.11. Corrected data: 1. The report submitted to the agency on 29-dec-2017 had the incorrect date of 03-oct-2017 under sections f.6 and g.4. The correct dates should have been 29-nov-2017. This report corrects the error. 2. A correction is being made on section b5. 3. A correction is being made on section h.4.

Manufacturer narrative:
Please note that this MDR report was previously submitted to the FDA on 29dec2017; it is being resubmitted retrospectively per FDA request. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: no conclusion is available; investigation in-process. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: no conclusion is available; investigation in-process.

Event description:
On (B)(6) 2017 a customer reported imprecise hba1c results and fluctuating retention times on a patient sample with the g8 instrument. The customer reported that an initial sa1c (hba1c) result was 2.8% (assay range is 3.0 - 14.0%) with a retention time of 0.59 (ideal range of 0.57 and 0.61 minutes), total area of 1518 (ideal range of 700 - 3000), and a split peak. The customer diluted the patient sample and obtained a sa1c result of 7.3% with a retention time of 0.65 minutes, total area of 2647, and broad peaks. The customer was concerned about the fluctuating retention time of 0.59 and 0.65 minutes. The technical support specialist instructed the customer to run precision six (6) times on manual dilution on the same sample and obtained the following results: (B)(6). On 05-oct-2017 the customer reported that the reference lab obtained a sa1c result of 7.1%, which does correlate with the 7.3% result with the g8 instrument. There is no indication of any patient intervention or adverse health consequences due to this event. A field service engineer has been dispatched to further investigate the reported imprecise sa1c results with the g8 instrument.